Event description:
This is the first report of two from the same facility involving an a1059. Cross reference with 3004608878-2014-00180 (B)(4). Recently purchased a1059 modified skull clamps appeared not to receive mayfield skull pin an a1083. The incident was reported by two separate theatres this morning. It appears that the skull pins whilst not "wobbly" they were loose. Reported problems occurred while they were setting up, so the mayfield equipment was not attached to any patients. There were no patient injuries and the increase to surgery time was only about 5 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.